Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. The light control was functioning normally and the iris was able to adjust manually and automatically. Image stabilization and brightness were ok and the light output was within specification. The device passed all functional tests. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii xenon light source had a white screen and turned dark when the device was on the auto setting. The image could not be seen and it was noted that the device was not controlling the light properly. When the distal tip of the scope was up next to the wall of the colon, the image was too bright for the surgeon. The issue was found during a diagnostic colonoscopy and it was completed with the same device. There were no reports harm associated with the event.